Manufacturer narrative:
(B)(4). Batch # 878a21. This is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a green reload from top view, the sled can be seen partially advanced and four staple legs can be seen protruding of pockets on the proximal end. Were also observed, 3 green reloads, 3 blue reloads, and 2 gold reloads, the reloads appear to be fully fired. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 878a21, and no non-conformances were identified

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.